Event description:
The patient reported that they fell on something that spilled in a store, and ever since then they have had a loss of therapy. The patient stated that they have changed tried changing their programs several times, but none of them are working. The patient noted that their back pain has returned, and their legs are giving them cramps. The fall occurred in (B)(6) 2016. The patient mentioned that they have had a few surgeries on discs in their back, one in 2014, the other in early 2015; both would have been prior to patient's implant date. The patient was to follow up with their healthcare provider. Indication for use is spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.